Manufacturer narrative:
As allowed by exemption# e2012008, kulzer llc (the importer) is submitting the report on behalf of kulzer gmbh (the manufacturer). Because the malfunction allegation could not be confirmed, the cause of the adverse reaction could not be determined. The incident is being reported to be compliant with 21 cfr part 803 and out of an abundance of caution. Directions for use indicate that isolation must be maintained in order to protect the soft tissue. Isolation was not maintained.

Event description:
A (B)(6) female patient had gluma applied 6 times without use of isolation or rinsing.